Event description:
Info received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The tech isolated the issue to a faulty emergency trend valve. The emergency trend function was still functioning. He replaced the emergency trend valve to repair the bed.